Manufacturer narrative:
Concomitant product: product ID 37603 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient was hospitalized for thalamaic hematoma. It is unknown what actions were taken as a result or what the status of the event was. No further complications are anticipated. See related regulatory report 3004209178-2017-22261.